Event description:
It was reported that the customer experienced air bubbles. The customer stated that she kept her insulin in the refrigerator but allowed the insulin to rise to room temperature before filling the reservoir. The customer's blood glucose was 115 mg/dl. The size of the bubbles were one fourth of an inch. Advised customer to call back if the issue persisted in order to troubleshoot at the time of the incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.